Event description:
The user facility reports that the kerrison was being used during a spinal fusion procedure and it fell apart. It was further reported that there was no pt injury. No further info was available. Visual inspection of the instrument upon receipt found the top rail of the love-kerrison rongeur was not assembled to the body of the instrument. This device was received in two pieces. The instrument had no missing parts.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info. Integra lifesciences corporation is filing on behalf of the initial distributor.